Manufacturer narrative:
(B)(4).

Event description:
Product analysis for the returned tablet was completed and it was identified that the usb port was damaged. No additional anomalies were noted with the tablet.

Event description:
It was reported by the company representative the facility broke the usb port of the tablet. The tablet was received by the manufacturer for analysis. Product analysis is expected, but has not been completed to date. Attempts for additional information have been unsuccessful to date.